Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the surgeon noticed that the haptic was not damaged but was not connected to the optic. The lens was removed, and another lens was inserted to complete the surgery. Additional information was requested.